Manufacturer narrative:
The date of surgery was missing in the initial report. Patient underwent surgery on (B)(6)2017. Both leads were explanted and replaced with a new model. The patient has effective stimulation post-operatively.

Event description:
Device 2 of 2. Reference MFR report # 3006705815-2017-01335. It was reported that the patient underwent surgery on (B)(6) 2017. Both leads were explanted and replaced with a new model. The patient had effective stimulation post-operatively.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report# 3006705815-2017-01335. It was reported that the patient had a fall. X rays revealed that a lead had migrated down. Surgical intervention is pending to address the issue. It is unknown which lead is related to the issue. Therefore all the suspected devices are being reported.